Event description:
It was reported that the customer received multiple lost sensor alerts. At the time of reporting, her blood glucose was 157mg/dl. She stated that her insulin pump is not communicating with the transmitter. She further reported seeing no physical damage on the sensor. The sensor is being returned. No additional information was reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.